Manufacturer narrative:
In discussion with the distributor it was found that this catheter was placed after an abdominoplasty procedure. The catheter was a "y" catheter which allows for medication delivery on both sides of the abdomen. The catheter was placed at 8:30 am on (B)(6) 2011 and was removed on the evening of (B)(6) 2011. The type of pump used will deliver the medication in approximately 4 days. The catheter was not removed for another 4 days after use. The distributor stated that the patient tried to remove the catheter; however, felt resistance and discontinued pulling on the catheter. It was reported that the doctor was not available for four (4) days after the infusion was completed during which time the patient attempted to remove the catheter themselves common infection prevention practice should be to remove the catheter once the medication delivery has ceased. When the doctor was available, one side was removed successfully; however, the other side stretched and broke. The patient went in for exploratory surgery on (B)(6)2011 but the catheter was not located. The broken catheter was discarded. Without the catheter a root cause cannot be determined.

Event description:
Catheter broke off inside of a patient. It was stated that the catheter was stuck inside the patient's abdomen and when the catheter was pulled it felt stuck. The catheter was pulled on again, it stretched, and then snapped off inside of the patient.